Event description:
It was reported the patient had a shocking sensation and shooting painful stimulation in their chest, arm, and hand. The patient was fine until about two weeks prior to this report. Over the weekend prior to this report, the patient went to the emergency room due to pain in their chest and a change in their issue. Stimulation was turned off in the emergency room and the pain went away. During the visit, an elective replacement indicator (eri) message was displayed. The implantable neurostimulator (ins) was at 2.56v. A manufacturing representative met with the patient on the day of this report and the ins was turned off. Impedances were measured and there was nothing out of the ordinary. During the impedance measurement, the patient felt shooting pain. The ins was programmed to 1+, 2- at 4v, 90 usec, and 185 hz. No recent car accidents or falls were noted. The patient did not experience symptoms when the ins was turned off. The manufacturing representative attempted to turn stimulation on and they got to 1.4v when the patient felt stimulation in their arm and hand. The patient had an appointment scheduled with a surgeon on (B)(6) 2015 to discuss replacement of the ins since the ins was at eri. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), implanted:(B)(6) 2012, product type: programmer, patient. Product ID: 3387s-40, lot# va02nm4, implanted:(B)(6) 2012, product type: lead. Product ID: 7482a95, serial# (B)(4), implanted:(B)(6) 2012, product type: extension. Product ID: 3387-40, lot# j0401949v, implanted:(B)(6) 2004, product type: lead. Product ID: 748251, serial# (B)(4), implanted:(B)(6) 2004, product type: extension. Product ID: 7438, serial# (B)(4), implanted:(B)(6) 2004, product type: programmer, patient. Product ID: 37602, serial# (B)(4), implanted:(B)(6) 2012, product type: implantable neurostimulator. Product ID: 37602, serial# (B)(4), implanted:(B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient's battery was exchanged and no issues were found after that.